Event description:
It was reported the lead eroded through the patient's skin following implant. The patient met with the manufacturer representative at the clinic. The patient was in fair condition. The representative interrogated the device. The patient had revision surgery to place the lead back under the skin. The patient recovered without sequela and is doing well.